Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600450 dialysis catheter allegedly failed to adhere to the tissue and resulted in catheter dislodgment. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, therefore, the investigation is inconclusive for the reported catheter expulsion and failed tissue in-growth. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3, h6(method, conclusion) h11: b5, g1, h6(device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was not provided, therefore a lot history review was not performed. The sample was not returned for evaluation, therefore the investigation is inconclusive for the reported failure. The definitive root cause is unknown. The device has been labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 600450 dialysis catheter allegedly experienced defective component and dislodgment. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.